Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl. The patient treated via manual insulin injection. Troubleshooting occurred and there were no apparent malfunctions or anomalies. The insulin pump was not returned for analysis.